Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the cartridge was leaking at the shroud. A cartridge change was performed to address the reported issue. There was no reported adverse impact to customer's blood glucose level.